Event description:
Mesh used at hernia surgery. Pt kept having pain. He saw surgeon multiple times and was given pain medications. Surgeon said the only thing he could do was remove mesh, but pt does not want any more surgery. He still has moderate pain. He says they made an 8 inch incision to place the mesh and he was in severe pain right after surgery.